Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose levels (over 400 mg/dl). A bolus via the pump and/or insulin injection were used to address the bg levels. The cause of the high bg was not known and the customer reverted to using insulin injections for insulin therapy. The customer had been working with a clinical diabetes specialist to address the high bg and the type of infusion set used was being discussed.